Manufacturer narrative:
The carefusion technical support representative advised the customer to perform the user verification test on the unit which resolved the issue therefore no parts will be returned. (B)(4).

Event description:
The customer stated that while on a patient there was an o2 range error on the unit. Technical support advised the customer to perform the user verification test again. The patient was removed from the ventilator and the calibration was performed. The patient was closely watched while off the ventilator and there was no harm to the patient. The recalibration of the ventilator resolved the issue.